Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a loose snake wrist cable at the proximal end of the housing. The loose snake wrist cable at the proximal caused the instrument to move unintuitively. Additionally, the instrument was placed and driven on an in-house system and was found to exhibit imprecise motion in the pitch and yaw directions. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, a vessel sealer extend (vse) instrument would not articulate and would revert in the opposite direction. If the customer got it to turn one way, it would unturn itself. The procedure was completed, and no known impact or patient consequence was reported.